Event description:
At 1 month from the primary, the patient came in reporting pain due to a dislocation of the head from the liner that the patient sustained while dancing. The surgeon revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29 september 2023. Lot 2310824: (B)(4) items manufactured and released on 17-may-2023. Expiration date: 2028-05-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant: batch review performed on 29 september 2023 on liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 2305351 lot 2305351: (B)(4) items manufactured and released on 12-apr-2023. Expiration date: 2028-03-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.